Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in the circumflex (cx). Details of the lesion are unknown. The lesion was predilated with a 2.5x12mm apex balloon and a 2.5x12mm non-bsc balloon. The physician was unable to cross the lesion with a 3.0x12mm taxus liberte stent. It was noted that the edge of the stent got damaged. The physician crossed with another of the same device. No patient complications were reported and the patient's status is ok.